Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, at approximately 3:30 pm, the patient's caretaker observed that the patient appeared confused and unresponsive. At that time, the tandem display showed a red ¿x¿, prompting the caretaker to call emergency services. Upon arrival, paramedics performed a fingerstick test, which revealed a blood glucose level of 50 mg/dl. The patient was treated on-site with fruit juice and candy, then transported to the hospital. At the hospital, a second fingerstick test showed a glucose level of 54 mg/dl. The patient was provided with a turkey sandwich, cookies, and juice. No additional medical treatment was reported. After approximately 1.5 hours, the patient was discharged with a blood glucose reading of 101 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was noted to be stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.